Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with a key contact defect and evidence of contamination. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, the down arrow and ok keypad buttons were intermittently unresponsive; the up arrow and contrast buttons were unresponsive. Evidence of contamination was found on all key contacts. The up arrow, down arrow, and ok key contacts were inverted; the contrast contact was missing from the pump. The keypad cover was peeled off the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).